Event description:
It was reported that one of the valiant captivia boxes at the hospital felt light, causing the sales representative to suspect that the IFU might be missing. The end seals on the box appeared to be intact; however, the seal on the handle end appeared to have been removed and replace as there was ink on the seal that didn¿t align with the underlying ink on the box. The box was opened by medtronic personnel, and it was confirmed that the IFU was missing. The device was removed from the hospital¿s inventory.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: other (insufficient information; cause is unknown).